Event description:
It was reported that during dft testing at implant, the vf has a low amplitude resulting in undersensing. There were also occasional high amplitude signals causing functional undersensing. Noise and a loss of rf telemetry was also reported. The pt is scheduled for a sensitivity change.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.